Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device will not be return for evaluation. Therefore, root cause was not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator was alarming vent inop (inoperable, motor fault, low pip(peak inspiratory pressure), low ve (minute ventilation), transducer fault and circuit disconnect. There was no patient involvement reported with this event.